Event description:
The patient had a femoral trochanteric fracture. In two weeks after the fracture surgery, it seems that the caput femoris circumflex and the cut out were observed. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.